Event description:
Agent ide study: it was reported that a dissection occurred. On (B)(6) 2021, during balloon angioplasty an fg nc emerge mr, us 2.00 x 15mm and laser atherectomy was used for predilation of the mid right coronary artery (rca). During this predilation, a dissection occurred involving the neointima. The dissection was then sealed using a 4.50 x 12mm nc emerge balloon. The rca was then successfully treated with the study device with 0% residual stenosis and timi 3 flow. The subject was discharged on aspirin and clopidogrel.